Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s reported via phone call that they experienced hyperglycemia as well as hypoglycemia. The customer high blood glucose level was 467 mg/dl and the low blood glucose level 40 mg/dl. The customer declined troubleshooting for high blood glucose level. The customer was treated glucose and food for low blood glucose. Insulin delivery was suspended due to sensor glucose versus blood glucose value difference. Customer experienced glucose value of 103 mg/dl also. The insulin pump will not be returned for analysis.